Manufacturer narrative:
Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl) and ketones. Customer administered an insulin injection to treat bg levels and ketones. It was also reported that pump housing had a dent and contact was unsure if this may be affecting pump function; however, contact did not provide any additional information. Contact indicated that an old pump was available for back up therapy.